Event description:
Consumer reported complaint for error message (e-5). The customer feels well and did not report any symptoms. Customer stated that on she was dispensed the true metrix meter (B)(6) 2026. Customer advised that she was having symptoms of increased thirst on (B)(6) 2026 and was getting the e-5 error message and went to the urgent care as she thought that her blood glucose level was over 600 mg/dl. Customer was not able to provide what her blood glucose reading was when she got to the urgent care but advised that they did a urine test and drew blood. Customer advised that she was told that her blood pressure was elevated and customer was given prescription for new blood pressure medications. During the call, a blood test was attempted by the customer using true metrix air that resulted in test strip not recognizing sample when applied. Per customer, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/28/2027 and per the customer the open vial date is 02/20/2026.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to symptoms and meter error message. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 15-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.